Event description:
Bayer case number: (B)(4). Pelvic pain for the past several years but which has been coming back/ a lot of unexplained pain [pelvic pain female], intense tiredness [tiredness], joint pain, early menopause (approximately 10 years ago) [early menopause], head pain, anxiety, depressive state & marks on the body [skin disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 06-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain for the past several years but which has been coming back/ a lot of unexplained pain") in a 61-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), premature menopause ("early menopause (approximately 10 years ago)") and anxiety ("anxiety"). On (B)(6) 2025 she experienced fatigue ("intense tiredness"), arthralgia ("joint pain"), headache ("head pain"), depression ("depressive state") and skin disorder ("marks on the body"). At the time of the report, the pelvic pain and anxiety had not resolved. The outcomes for fatigue, arthralgia, premature menopause, headache, depression and skin disorder were unknown. The reporter considered anxiety, arthralgia, depression, fatigue, headache, pelvic pain, premature menopause and skin disorder to be related to essure administration. The reporter commented: problems felt for the past several years following the insertion of my implant but only now identified as possibly being related. Occurrence period: approximately 6 months ago. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain for the past several years but which has been coming back/ a lot of unexplained pain [pelvic pain female]. Intense tiredness [tiredness]. Joint pain [joint pain]. Early menopause (approximately 10 years ago) [early menopause]. Head pain [head pain]. Anxiety [anxiety]. Depressive state [depressive state]. Marks on the body [skin disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 06-oct-2025. The most recent information was received on 13-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain for the past several years but which has been coming back/ a lot of unexplained pain") in a 61 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(4) 2025 she experienced fatigue ("intense tiredness"), arthralgia ("joint pain"), headache ("head pain"), depression ("depressive state") and skin disorder ("marks on the body"). On unknown dates she experienced pelvic pain (seriousness criterion medically important), premature menopause ("early menopause (approximately 10 years ago)") and anxiety ("anxiety"). At the time of the report, the pelvic pain and anxiety had not resolved. The outcomes for fatigue, arthralgia, premature menopause, headache, depression and skin disorder were unknown. The reporter considered anxiety, arthralgia, depression, fatigue, headache, pelvic pain, premature menopause and skin disorder to be related to essure administration. The reporter commented: problems felt for the past several years following the insertion of my implant but only now identified as possibly being related. Occurrence period: approximately 6 months ago. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.